Manufacturer narrative:
The reported bivona inner cannula for bivona adult tracheostomy was returned for investigation. The returned device was received inside a plastic bag and without its original packaging. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and the results observed the gray connector had separated from the white cannula component. A reproduction of the failure mode during the investigation concluded that the cannula was stretched until it broke or had weak assembly. The complaint was confirmed.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported that the listed inner cannula was in use with a tracheostomy tube and patient for approximately 10 days when a health professional attempted to remove the inner cannula. Upon doing so, the grey pull-ring piece separated from the white inner cannula. According to the reporter, an urgent tracheostomy tube change was required to prevent the inner cannula from migrating out of position. No permanent injury was reported.